Event description:
The customer reported that follwing a ptca procedure in 2000, a vasoseal es was deployed. The patient developed a popliteal embolus after the procedure. No further information was available at the time of this report.